Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion. No motor error alarm noted. The motor was tested outside of the device and passed. However, a compromised force sensor system alarm occurred during prime test at 4 lbs due to faulty force sensor resistor. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.